Event description:
It was reported that a balloon rupture occurred. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use in the moderately tortuous and moderately calcified coronary artery. During the procedure, it was noted that the balloon ruptured at third inflation at 12atm. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications reported and the patient status was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 1mm distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. No issues or damage was noted with either markerband. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak. The allegation in the complaint is confirmed.

Event description:
It was reported that a balloon rupture occurred. A 6 mm x 3.00 mm wolverine coronary cutting balloon was selected for use in the moderately tortuous and moderately calcified coronary artery. During the procedure, it was noted that the balloon ruptured at third inflation at 12 atm. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications reported and the patient status was good post procedure.